Event description:
The clinician reports the implant was inserted on (B)(6) 2010 in ada 30. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.